Manufacturer narrative:
(B)(4).

Event description:
Pump was explanted due to infection. The location of the infection was the device pocket. The symptoms were drainage and incisional wound opening. The pt was treated with perioperative antibiotics. A culture was obtained from the device pocket. The type of organism present was "no growth." The date of the last refill was (B)(6) 2011 during surgery when the pump was placed. The pump was replaced on (B)(6) 2011. The pt was given antibiotics orally and intravenously. The infection resolved. The drug used in the pump at the time of the event was compounded baclofen.